Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to an atrial driven event. All therapy available was delivered. Upon review, it was noted that reprogramming was performed on this device previous to the episodes reported. No additional adverse patient effects were reported. At this time, this device remains in service.